Manufacturer narrative:
Alleged failure: cord would not turn off from adapter. Patient was not affected as a result of this procedure. The failure(s) identified in the investigation is consistent with the complaint record. Possible root cause: bad reed switch. Resistance reading as open line, likely electrical wear and tear. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Section e: added initial reporter phone and initial reporter postal code.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.